Event description:
An ocular immunologist reported two patients with chronic anterior uveitis following intraocular lens (iol) implant surgery. The immunologist reported this patient has had symptoms of and has been treated for uveitis since her surgery approximately one and one half years ago. The patient presented to this physician with a one month history of pain, redness and photophobia in her eye. The haptic, although still located in the capsular bag, was noted to be touching the ciliary body. The patient was being treated with medications. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first patient.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/18/2009. 11/19/2009. 11/20/2009, 11/24/2009, 12/04/2009, 12/08/2009, 12/09/2009, and 12/14/2009 by phone, fax and mail. A completed questionnaire has not been received. Medical records were received on 12/09/2009. Photophobia.